Manufacturer narrative:
A ge svc rep performed an onsite investigation. The x-ray tube was replaced and the generator interface board was repaired. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys was making a noise and would not produce x-rays. No pt injury was reported.